Manufacturer narrative:
Product analysis: device decontaminated with cidex-opa. The stent was returned severely deformed, stretched and removed from the balloon. Balloon folds were partially open with crimp impressions visible and residue was visible in the balloon. There was no other damage noted to the device. (B)(4).

Event description:
The physician was attempting to implant an endeavor resolute device to treat severely tortuous and severely calcified lesion with 90% stenosis in lcx. The device was inspected before use with no abnormalities noted. Nothing unusual was noted during device preparation. The lesion was not pre-dilated. No resistance was noted advancing the device to the lesion. It was reported that the stent dislodged after several attempts to cross the lesion due to the severe calcification. The stent was removed by a snare. The procedure was successfully completed with another endeavor resolute stent of the same size. No further patient complications were reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.